Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 454 hours. The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was high and was lowered with an injection of insulin. As the customer was not currently receiving an alarm, tandem technical support was unable to perform a system check to determine a possible cause of the alarm. Reportedly, the customer changes the supplies every 4-5 days.